Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported incorrect flap depth found on topography post lasik. Patient's flap on right eye ended up thicker than planned.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A clinical review showed no abnormalities that could have contributed to this event. Review of the logfiles for the day of treatment showed no abnormalities that could contribute to the reported event. The user operated this surgery with the recommended settings. The energy was stable during all treatments. No relevant deviation between planed and performed energy is detectable for the treatments. All treatments were successfully finished at that day. No technical root cause was identified as the system was operating within specifications during that time. The root cause could not be determined conclusively. (B)(4).